Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that he was hospitalized due to high blood glucose. Customer's blood glucose at time of emergency room visit was 369 mg/dl. The customer was admitted to the hospital. The customer cause of emergency room visit was diabetic ketoacidosis. The customer stayed 7 days in intensive care unit and 2 days in hospital room and he got out fine. Customer was wearing the pump at time of emergency room visit. The customer was advised the 2 high blood glucose rule. The customer was advised to change entire set, reservoir and insulin and treat. The customer was advised to call went tubing clamp received to confirm pump can detect an occlusion. The customer reported via phone call indicating that he had lost sensor alarm. Customer's blood glucose at time of incident was 165 mg/dl. The customer was advised the transmitter did not communicate due to incorrect ID. Customer will insert new sensor and will ship a test plug.